Event description:
The customer observed the alinity I processing module was unable to transition into stopped status. During troubleshooting two servo 16-amp drivers were exhibiting an unusual led display when compared to the other servo drivers. Upon further inspection, number 7 and number 8 servo boards had burnt marks on the surface. The affected boards were replaced and the alinity I processing module transitioned into stopped status. No impact to patient management was reported. No harm to the user was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the alinity I processing module was unable to transition into stopped status. During troubleshooting two servo 16-amp drivers were exhibiting an unusual led display when compared to the other servo drivers. Upon further inspection, number 7 and number 8 servo boards had burnt marks on the surface. The affected boards were replaced and the alinity I processing module transitioned into stopped status. No impact to patient management was reported. No harm to the user was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found two servo driver 16 amp were exhibiting an unusual led display and number 7 and 8 servo boards had burnt marks on the surface. The fsr replaced the servo drive 16 amp which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for ai02373 revealed no additional issues associated with burned parts. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/char was limited to the servo driver 16 amp. No smoke was spread to other parts of the instrument. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial ai02373 or the servo drive 16 amp were identified.